Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed on sensor and no issues were observed. The sensor plug was seated in mount properly. Extracted data from returned sensor using approved software. Sensor found to be in state 5 indicating normal termination. Removed the sensor plug and inspected the plug assembly, no failure mode observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. Issue is not confirmed. An extended investigation has also been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the adc sensor. Customer received low sensor scan results and self-treated with glucagon, subsequently experiencing symptoms described as dizziness and nervousness. Customer self-presented to a hospital where a healthcare professional obtained an unspecified blood glucose result and treated the customer with insulin (dose/type unspecified) for a diagnosis of hyperglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 3 (indicating the sensor was paired within the last 14 days). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. Section h10 (addtl mfg narrative) was incorrectly documented in the initial report. The correction has been made here.

Event description:
A low reading issue was reported with the adc sensor. Customer received low sensor scan results and self-treated with glucagon, subsequently experiencing symptoms described as dizziness and nervousness. Customer self-presented to a hospital where a healthcare professional obtained an unspecified blood glucose result and treated the customer with insulin (dose/type unspecified) for a diagnosis of hyperglycemia. There was no report of death or permanent impairment associated with this event.